Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a connectivity issue where excessive dropouts and signal loss were seen at the central station. No pt harm was reported.